Event description:
A follow up was performed on the pacemaker involved in this MDR report on (B)(6) 2010. The physician was complaining that the device did not mode switch despite presence of atrial arrhythmias and the pacemaker was packing at programmed maximum rate.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the untied states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.